Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the insulin pump alarmed compromised force sensor system during prime and alarm was recurring. Customer's blood glucose value was 152 mg/dl. It was also reported that the screen on the insulin pump is difficult to read. It was advised to have the customer discontinue the use of the device and revert to a backup plan. Spouse explained that the customer is using a new insulin pump. Since the insulin pump had already been replaced in the past; it was not replaced or returned for analysis.